Event description:
A female consumer applied part of a neosporin scar sheet (silicone) once daily beginning in 2006, to a scar on her face from recent mole removal surgery. Two days later, she had hives. She continued product use and thirteen days later, the hives were all over her body. The consumer went to the ER that same day, where she was treated with three unspecified injections and benadryl (unspecified). Prior to that day, product use was discontinued and the event resolved.

Manufacturer narrative:
The product was not returned for failure analysis/laboratory testing. It cannot be ruled out that the product may have possibly caused the event.